Manufacturer narrative:
(B)(4): the device is currently unavailable.

Event description:
It was reported, the rechargeable battery was "hot" to the touch and reportedly "burned" the mothers skin. The patient was advised to discontinue use of the battery and a new replacement battery was sent. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.